Manufacturer narrative:
(B)(4). P-cap locked in place properly. The insulin pump was download using (crest software) and (thus software). Pump error noted in the pump history and critical pump error due to corroded force sensor flex connector on gold plated traces. Perform a visual inspection and found corroded electronic stack and moisture damage on motor assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump also received with cracked case(battery tube) and cracked keypad at select button. Faultnumber = broken force sensor error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack. The customer stated that the went into water with insulin pump. Customer stated that insulin pump failed and started beeping and light was flashing they took battery out because it started beeping. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.